Event description:
It was reported that the patient had a trail procedure and did not have their pervious system implanted. Therefore, surgical intervention took place where the pervious system as explanted. The date of explant and reason for explant are unknown.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating the pervious system was explanted due to the patient had an infection. The exact date of explanted is unknown but approximately took place 2-3 years ago. Additional surgical intervention took place on (B)(6) 2024 where the patient was re-implanted with a new system. Based on the patient being re-implanted. The infection had resolved.